Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 2 bd vacutainer® push button blood collection set there was insufficient blood flow through the device. There was no patient impact. The following information was provided by the initial reporter: the expectation is when you are using the butterfly needle, the attached blood drawing tube is attached to the adapter and the tubes fill without any issues, what we are seeing is that the blood is seen in the tubing and going very slow.

Event description:
It was reported that during use with 2 bd vacutainer® push button blood collection set there was insufficient blood flow through the device. There was no patient impact. The following information was provided by the initial reporter: the expectation is when you are using the butterfly needle, the attached blood drawing tube is attached to the adapter and the tubes fill without any issues, what we are seeing is that the blood is seen in the tubing and going very slow.

Manufacturer narrative:
H.6. Investigation summary: bd received 10 samples and 1 photo for investigation. The photo shows the product packaging. The customer samples were evaluated by visual examination and functional draw testing and the indicated failure modes for leakage and insufficient flow with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage and insufficient flow. Bd was not able to identify a root cause for the indicated failure mode. The following fields were updated due to additional information: d9: device available for evaluation:  yes d9: returned to manufacturer on:  2023-05-23 h3 other text : see h.10.